Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-03025 for the other associated device information. It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when halfway through the polyp the snare no longer cut and was not cauterizing. The loop wire became embedded in the polyp and they were unable to remove the device . The snare was left inside the patient and the endostat was removed from service. The procedure was not completed due to the event and the patient was transferred to another hospital to undergo surgery for removal of the polyp and snare. It was reported that the snare was removed successfully and patient went home for recovery.